Manufacturer narrative:
The device has not been returned for evaluation. The location of the device is unknown.

Event description:
Alleges customer was sitting in lift chair when it suddenly caught fire.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges customer was sitting in lift chair when it suddenly caught fire.